Event description:
It was reported that oversensing of noise was observed on the right ventricular (rv) lead. Myopotential oversensing was suspected. The patient was stable and will continue to be monitored. There were no adverse consequences.